Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Product ID 5076-52. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea and the right ventricular (rv) lead exhibited a high impedance warning during a right atrial (ra) lead revision. The right atrial (ra) lead exhibited high thresholds. The right atrial (ra) lead was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.